Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the circular seal, obturator and dissector balloon were not received. The trocar balloon, lock collar was received. The inflation syringe was not received. Pmv performed functional testing; the dissector balloon was inflated using a test syringe, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic totally extraperitoneal, before inserting instrument, the balloon of the device physically broke. A new instrument was used to resolve the issue and complete the case. There was no patient injury as reported.